Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator's transmissions revealed episodes of inappropriate antitachycardia pacing due to the incorrect interpretation of a supraventricular tachycardia event as a ventricular tachycardia episode. Programming changes were discussed, no intervention was reported. The patient's condition was asymptomatic throughout the event.